Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that an ar-1288btb-ib- fc3 internal brace flipcutter blade broke during initial drilling. This occurred during use in a case with no patient effect. Case completed using another flipcutter. All fragments removed. No delay to case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1288btbib-fc3 serial/batch (B)(6) was received for evaluation. Functional testing was conducted by activating the deploy button. No movement of the cutting blades was observed, which was attributed to the break. A visual inspection revealed that the blade shaft had detached at the weld. It was noted nicks in the cutting tip and scratches in the shaft. The most likely cause of the reported and observed device failure is user error, specifically misalignment of the insertion and/or the device making contact with another instrument during use. The complaint allegation was confirmed.